Event description:
In the process of setting up an ivac 260 controller for use, incorrect tubing was placed into the controller. Specifically, ivac unvented volume infusion burrette set 150 ml was placed into the controller, instead of the correct tubing, ivac unvented burette set (another model).the patient, a 15 year old male, then had an IV infusion hooked up tothis incorrect set up. The rate set on the controller was 100 ml/hr., as ordered b y physician. The ivac burette set (another model) delivers 60 drops per ml.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-91. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - human factors. Conclusion: there was no device failure, user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.